Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, a heartstring iii proximal seal system's aortic cutter misfired. The occurrence date is unk. The procedure was completed using a new kit. The hospital reported no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device the reported complaint "cutter misfired" could not be confirmed as the cutter was not returned but the complaint was confirmed for "failure to load properly." Internal file number - (B)(4).